Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lens had a leading haptic that broke off prior to insertion and there was no patient contact with the lens. The procedure was completed using another unknown intraocular lens. The patient is fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: july 23, 20245 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod advanced and overriding the lens stuck in the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge; no cartridge tip or cartridge issues were observed. The lens module, device assembly, plunger rod, and plunger rod advancement were inspected; no issues were identified. The lens was removed from the cartridge and cleaned revealing lens damage. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.